Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No battery cap or display damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump has a damaged display and battery compartment. Advised insulin pump would be replaced. No additional information was provided.